Event description:
Additional information was received reporting that the vessel tortuosity was normal. The patient was adequately monitored for neurological changes following the vasospasm and there was no record of associated neurological changes. The vessel permeability was evaluated after the vasospasm with no additional complications reported. The vasospasm occurred transiently during the microcatheter navigation with mild to moderate severity. The duration of the vasospasm was noted as resolving during the procedure after the usual measurements. The tip detachment occurred during the microcatheter navigation/progression and before the start of the onyx injection. "Excessive resistance has not been reported during the advancement of the device." The apollo tip was not embedded in the onyx cast, the detachment occurred before the injection of the onyx. Meaning there is no residue of embolizing material to adhered to the tip. The detached tip has been fully recovered and will be sent for analysis. No significant calcification of the vessels were observed. There was no damage or functional change observed in any of the devices used during the procedure.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an embolization with onyx due to arteriovenous malformation (avm). It was noted that the patient's vessel tortuosity was unknown. The access vessel was the femoral artery, with unknown diameter.  It was reported that during the procedure, at the time of apollo microcatheter use, it was observed that, when progressing with the microcatheter, there was an early separation of the tip of the device, which made its continuity of use unfeasible and made it necessary to replace the microcatheter in order to proceed with the procedure safely. The device was prepared according to the guidelines described in the package insert, fully following the manufacturer's recommendations. At the time of preparation and prior to use, no apparent changes or damage to the device have been identified. The occurrence was identified exclusively during intraoperative use. After the replacement of the material, the procedure continued and was completed without additional complications, with no clinical impact on the patient. The other materials used in the procedure did not present damage or any type of occurrence. There was no friction or difficulty during injection, and no force was applied during removal of the catheter. The catheter tip was not entrapped or stuck at any point in the procedure. However, vasospasm was observed. There was no surgical or medicinal intervention required in response to the event.  After the replacement of the apollo microcatheter, the procedure proceeded normally and was completed wi thout additional complications, with no clinical impact on the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event lead to or extend patient hospitalization. No patient symptoms or complications were associated with this event.   Ancillary devices include a mirage 0.008'' liquid embolic, 2 bottles of onyx 18

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: equipment used: vis m-81805, 203cm ruler m-83360 drawing(s) referenced: dwgs105-5097-000 rev. Ae as found condition: the apollo catheter was returned for analysis within a shipping box, inside of an opened apollo catheter outer carton (lot: d049291), an opened apollo catheter inner pouch (lot: d049291), and within a tied-up plastic bag. The detachable distal tip was returned. Damage location details: no damage or irregularities were observed with the apollo catheter hub. No damage was found with the catheter body. The distal shaft was found to be in good condition; in addition, the apollo detachable tip was found detached from the distal shaft. The detached tip was returned and found to be in good condition. No other anomalies were observed. Testing/analysis: the detachable tip subassembly was measured to be ~1.38mm which was found to be within the specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was able to be confirmed, as the apollo catheter was returned with the detachable tip detached. The detachable tip was returned and found to be in good condition. A possible cause for the ¿premature detachment¿ to occur, may have happened from ¿patient vessel tortuosity¿; however, the root cause was unable to be determined. The report mentions that ¿vasospasm occurred transiently during the microcatheter navigation with mild to moderate severity¿; therefore, it is possible the premature detachment occurred from advancement within the patient's vessel tortuosity, but this could not be confirmed. The guidewire used in the procedure was not returned. Any contribution the guidewire had towards the detachment was unable to be assessed. The condition of the guidewire could not be verified. The mirage 0.008¿ guidewire was found to be compatible with the apollo catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.